Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It as reported that the pump usb port may be damaged. Reportedly, the customer was unable to fit multiple cables into the usb port. The charging supplies were able to successfully charge another device. The customer's blood glucose level was 144 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.